Event description:
Initial report: this non-serious unsolicited report was received from a physician via our affiliate in (B)(6) on (B)(6) 2011. This case involves a pt (demographics not provided) who was treated with poly-l-lactic acid and experienced an unspecified adverse reaction. Limited info provided. Other suspect drugs - unk. Significant/relevant medical history - unk. Relevant concomitant medications - unk. Action taken - unk. Corrective treatment - unk. Outcome - unk. Physician/reporter causality - not indicated. Additional info was received on (B)(6) 2011. The physician qualified the event as serious according to the "suspected transmission of infectious agents" criteria. A plastic surgeon provided the following info: this report involves a (B)(6) male pt who was injected with sculptra on (B)(6) 2010 for contour/improvement of cheeks. Expiration date was (B)(6) 2011. On (B)(6) 2010, four days post injection, the pt experienced marked swelling, pain, redness and tenderness of the left cheek. His right cheek was normal. Antibiotherapy with keflex (cephalexin monohydrate) was initiated as corrective treatment. As per the physician, the reaction diminuted, but multiple irregularities and areas of induration of the left cheek remain.